Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. Sensor glucose value that triggered suspend on low or suspend before low event was more than 40 mg/dl. Low limit in sensor settings was 90 mg/dl. The blood glucose value associated with the triggered suspend event 140 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.